Event description:
On (B)(6) 2012, the pt underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprostheses. After a trunk-ipsilateral leg component was inserted from the left femoral artery, it was found that the contralateral gate of the pxt faced the aneurysm wall. The physician turned the delivery catheter in the introducer sheath 360-degree or more, which twisted the delivery catheter. When the physician pulled the deployment knob, the deployment line broke. The physician held the end of the line and pulled again. The device fully deployed, but the proximal neck of device dropped into the sac. When the physician attempted to connect the contralateral gate with a contralateral leg component, the pt woke up on the surgical bed and went into cardiac arrest. The physician treated the cardiac arrest, and then elected to perform an aorto-uni-iliac bypass (aui). Two aortic extender components were implanted for the aui, and three additional aortic extenders were implanted to repair the trunk-ipsilateral leg migration. The pt tolerated the procedure.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications. The gore excluder aaa endoprosthesis instruction for use states: do not rotate the trunk delivery catheter beyond 360 degrees to avoid delivery system damage and/or premature deployment.